Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was implanted with a titan touch (virgin implant) on (B)(6) 2016. On (B)(6) 2016 the implanting urologist informed the tm that the patient had deep vein thrombosis (dvt) and leg numbness. All components of the device were removed on (B)(6) 2016. No product was replaced during that surgery. No known, stated or assumed issues were noted with the device at the time of explant. The tm was present during the explant surgery and noted that there was a team of vascular surgeons in the or during the explant surgery. The tm followed up with the implanting physician six days after explant to find out the status of the patient. The tm was notified by an alternate physician on (B)(6) 2016 that the patient had died that day ((B)(6) 2016). Additional information received indicated the tm spoke with the implant/explant physician. The physician said he was with the patient when the patient passed away. The physician was talking with the patient to determine their next steps to re-implanting him at a later date when he had a heart attack or clot. The family declined an autopsy, as they knew the patient was not in the best of health.